Event description:
Customer reported that the sensor gave inaccurate readings. She stated that she received a sensor error alert and calibration error alerts. The blood glucose reading was 138 mg/dl. The bad sensor alert occurred after initialization and after a second consecutive calibration error alert. She stated that there was no incorrect entry or delayed entry. It was determined that the customer was not calibrating at the appropriate times and frequencies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.